Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor having damaged housing, 2 missing bumper stems, and the card ejector being damaged was confirmed via visual analysis and testing of the returned unit. The heartmate system monitor (serial number (B)(4) ) was returned and evaluated at the european distribution center on (B)(6) 2023. During the evaluation, the monitor was visually inspected and appeared to have a damaged front bezel/cover and missing bumper stems, confirming the reported event. Additionally, the cf card ejector was observed to be damaged. A power on/off inspection was performed, and the unit powered up as intended. A functional test was performed on the unit and passed all steps without issues. The front bezel, main printed circuit board assembly (pcba), and 2 bumper stems were replaced with known working components. Preventative maintenance was performed on the unit and all tests were performed per procedure. No further testing was completed at this time. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(4) ) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use ¿system monitor¿ and heartmate 3 patient handbook ¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during investigation of the returned heartmate system monitor, printed circuit board (pcb) damage was found. There was also a broken front cover, 2 missing bumper stems, and the card ejector was damaged.